Manufacturer narrative:
On (B)(6) 2011 the customer received sample probe clot detect alarms. Qc was in the lab's ranges on (B)(6) 2011. A field service engineer (fse) was dispatched and adjusted pulse corrections for dead volumes, and verified sample probe alignment. The fse replaced the sample arm assembly due to level sense issues. On the next day, the sample probe was hitting the side of the sample tubes. The fse verified alignments, but found that the wrong rack type was being used. The customers were trained. A few days later, the fse adjusted the mechanical alignment of the sample probe and also realigned the sampler unit. The probe was coming close to the side of the wash station which could have caused intermittent shorting of level sense. The fse watched several samples without nesting cups sample properly. Root cause for the event was the sample probe plugged with gel from a sst tube due to sample probe misalignment.

Event description:
A customer contacted beckman coulter inc. (Bci) and stated that an erroneously low calcium result of 7.2 mg/dl was generated by (B)(4) chemistry analyzer for one patient. The result was reported out of the laboratory. Repeat testing produced a higher result of 10.0 mg/dl. It is unknown if patient treatment was affected in connection with this event.